Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements and loss of capture (loc) at high outputs one day post implant. The information was discussed with the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.